Manufacturer narrative:
(B)(4). The reported condition of downstream occlusion set was confirmed during review of the event history log, however, the root cause was not identified. There were no repairs performed for the reported condition. Should additional information become available a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion set that interrupted delivery. This condition has the potential to be a false alarm. There was no report of patient involvement, injury, medical intervention, or adverse reaction related to this device. No additional information is available. The remediated user interface software version is 6.13.92.